Event description:
The customer reports during an unspecified procedure using an evis exera ii colonovideoscope with a competitor flushing pump, it caused the patient's mucosa to start bleeding. The customer uses simethicone in their water bottles. Additional details have been requested regarding the patient and reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Reported by the importer on MDR# 2429304 - 2022 - 00041. The device referenced in this report has been evaluated by olympus. Preliminary findings are reported in h6 and h10. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the user report t was not confirmed; no leak was found. The physical findings are : scratches on the distal end, cracked a-rubber glue, worn glue at the ob and lg lenses, a scratched insertion tube, scratches on the universal cord, and stretched angulation wires causing low angulation. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in h4, h6, and h10. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Conclusion: root cause could not be specified. Based on the following inspection findings, olympus inspection found no abnormality in each channel function. Moreover, the automated flushing pump used was non-olympus product. Therefore, the cause of the event could not be specified. The pump was medivator product, not manufactured by olympus. Furthermore, simethicone was used in water bottles which is not recommended. An olympus endoscopic support specialist provided written instruction to the customer regarding this.